Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). ¿ problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 31oct2021 to 31oct2022. ¿ complaint trend: there are 11 complaints related to the leakage of biohazard not contained within the instrument due to a clog/blockage; date range from (B)(6) 2021 to (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part #659180, serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a blockage within the v8 tubing. The customer had initially reported that the instrument was dripping from the sit after performing a sit flush. After communicating with the customer, the tsr (technical service representative) helped the customer identify the issue to be a blocked v8 tubing due to crystallization. The customer was able to remove this clog by manually breaking apart the crystals by massaging the tubing. After the repair, the instrument was no longer dripping and was confirmed to be functioning as expected. Although there was a leakage of biohazardous material, the customer confirmed that there was no contact with the leaked material and there were no injuries. Additionally, the customer confirmed that the leakage was not in the form of a spray and thus did not increase the risk of exposure. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use, # 23-19938-02 rev.01, vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4) install date: 22sep2021. Defective part number: n/a. Case summary: o subject: (B)(6) - facslyric - dripping during sit flush o description: the customer reports dripping from the sit after they perform a sit flush. There has not been any carryover detected. O customer reported the sit would drip after performing a sit flush. No carryover detected. O v8 tubing crystallized, customer broke crystals manually and massaged tubing, flushed tubing with di water. Tsr gave customer tips to prevent blockages. Customer confirms no further dripping. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o azure ID: 89169 o ID: libivd-ra-61 2.1.6 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O residual probability: 1 o residual severity: 3 o residual risk index: 3 o residual risk evaluation: a o new hazards: none ¿ root cause: based on the investigation results the root cause of the biohazard leak was due to a blocked v8 tubing. Conclusion: based on the investigation results the root cause of the biohazard leak was due to a blocked v8 tubing. The customer was able to resolve the issue with the help of a tsr (technical service representative) by manually breaking apart the crystallization within the v8 tubing by massaging it. The customer then flushed the tubing with di water and was given tips on how to prevent this issue in the future. After this repair, the instrument was functioning as expected with no further leakages. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a.

Event description:
It was reported that while using the bd facslyric¿ that there is dripping from the sit after the flush was preformed. The following information was provided by the initial reporter: the customer reports dripping from the sit after they perform a sit flush. There has not been any carryover detected.

Event description:
It was reported that while using the bd facslyric¿ that there is dripping from the sit after the flush was preformed. The following information was provided by the initial reporter: the customer reports dripping from the sit after they perform a sit flush. There has not been any carryover detected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.